Event description:
It was reported an over infusion event involving potassium chloride. The medication was programmed at a rate of 25 ml/hr. With a volume to be infused (vtbi) of 100 ml, intended to infuse over four (4) hours. However, the medication reportedly infused within approximately thirty (30) minutes. During followup, the customer further reported that the patient had a primary infusion of normal saline running at 75 ml/hr. Potassium chloride (40 meq/100 ml) was administered as a secondary infusion, using secondary tubing, at a programmed rate of 25 ml/hr. After twentynine (29) minutes, the clinician observed that the secondary bag was empty. The channel display showed a programmed rate of 25 ml/hr. With 3 hours and 38 minutes remaining. Per report, the patient experienced chest pain and became bradycardic. The condition was treated with calcium, after which the patients symptoms reportedly resolved.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device over infused potassium chloride. The medication was programmed at the rate of 25ml/hr with a volume to be infused (vtbi) of 100 ml to infuse for four (4) hours. However, the medication was infused within thirty (30) minutes causing an over infusion. Through due diligence attempts, the customer further reported the patient had a primary infusion of normal saline infusing at 75ml. Potassium chloride (40meq/100ml) was set up as a secondary infusion, using secondary tubing, at a rate of 25ml/hr. Twenty-nine (29) minutes later the clinician noticed the bag was empty. The channel view showed 25 ml/hr and time left was 3hrs and 38min. The patient did experience chest pain and became bradycardic- this was reversed with calcium and symptoms resolved.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: concomitant med prod data. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of the over infusion of potassium chloride could not be confirmed through review of the logs and was not replicated during device testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The inspection of the suspect device did not find any existing malfunctions that could have contributed to the reported incident. All inspected parts are manufactured by bd. Inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation. The setup of the system and the medication bag at the time of the reported event could not be confirmed. The facility provided the event log from the concomitant pcu to help determine the programming details associated with the reported incident that occurred on (B)(6) 2025. And lasted approximately 29 minutes. At 8:13 am, the suspect pump module was programmed to infuse ¿IV fluid¿ manually using the guardrails IV fluids profile. The primary infusion was set at a rate of 5 ml/hr with a volume to be infused (vtbi) of 200 ml. A secondary infusion was also programmed to deliver ¿potassium chloride¿ at a rate of 25 ml/hr with a vtbi of 100 ml. The infusion began at 8:15 am and was paused at 8:44 am by the clinician, with a total volume infused recorded as 212.133 ml; however, this value represents the accumulated volume from previous infusions. The volume infused by the secondary bag during this infusion was recorded as 12.316 ml. The pcu device was powered off six seconds after the infusion was paused. The infusion lasted 29 minutes as reported by the facility. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion, nor is it possible to determine what the actual content of the IV bag is from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. No errors or malfunctions related to the reported event were found during review of the device error logs. Root cause: the root cause of the reported over infusion of potassium chloride could not be identified from a review of the logs and was not replicated during device testing. It is possible a faulty primary administration set¿s back-check valve was present at the time of the event; this situation can result in a perceived over infusion condition as the secondary fluid back flows into the primary bag. The suspect pump module was found to be infusing within specifications.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device over infused potassium chloride. The medication was programmed at the rate of 25ml/hr with a volume to be infused (vtbi) of 100 ml to infuse for four (4) hours. However, the medication was infused within thirty (30) minutes causing an over infusion. Through due diligence attempts, the customer further reported the patient had a primary infusion of normal saline infusing at 75ml. Potassium chloride (40meq/100ml) was set up as a secondary infusion, using secondary tubing, at a rate of 25ml/hr. Twenty-nine (29) minutes later the clinician noticed the bag was empty. The channel view showed 25 ml/hr and time left was 3hrs and 38min. The patient did experience chest pain and became bradycardic- this was reversed with calcium and symptoms resolved.